Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec observed that when connected to external power, the cooling fan would come on and the green power led on the front case comes on, but that the lcd touchscreen would remain black. Ventec also observed that the device would not power on when the power button was pressed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the device unexpectedly powered off by itself during use. The patient survived the reported event and there were no reports of patient harm as a result of the reported issue.